Event description:
It was reported by the affiliate that (1) 512st was used during an unknown procedure. It was reported that the inner gasket was broken after the introduction of a clip applier. The case was completed with another instrument. There was no consequence to the pt.